Event description:
Same case as MFR's report #'s 6000093-2006-00553 and 6000093-2006-0055, it was reported that 168 days after implanting of a 2.5x24 mm, a 3.0x20 mm, and a 3.0x12 mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, three target lesions were located, one in the mid left anterior descending (lad) artery, one in the proximal ramus artery, and on ein the proximal left circulflex artery. A pre-intervention stenosis of 70% was reported for the three target lesions. The three lesions were balloon dialted. A 2.5x24 mm taxus stent was deployed in the proximal left circumflex artery. A 3.0x20 mm taxus was deployed in the proximal ramus artery. A 3.0x12 mm taxus was deployed in the mid lad and a 3.0x20 mm taxus stent was deployed distally. A post-intervention percentage stenosis of 0% was for the three lesions. No info was reported on the calcification or the tortuosity of the three vessels. No info was reported on pt medications used before, during, or after the procedure. The pt is reported to have tolerated the procedure well. The pt presented 168 days after the initial procedure with a 70% in-stent restenosis of the mid lad, 80% in-stent restenosis of the proximal ramus artery, and 80% in-stent restenosis of the proximal left circumflex artery. The lad was balloon dilated and two 3.0x32 mm taxus stents were deployed in the lad. A post re-intervention stenosis of 0% was reported. The ramus artery and the left circumflex lesion were not treated. The pt was reported to have the tolerated procedure well.